Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not powering on. A field service engineer (fse)tested mains power and individual components, confirmed they were working, and traced the issue to drawer main 2-2, which was preventing the station from powering on. The fse inspected row boards, cables, and connections, found a damaged tray, and replaced the drawer controller and tray. The fse powered up the station as normal, and all drawer tests were successful in hardware test application. The customer was able to inventory pockets without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system was not powering on. The customer stated that this malfunction caused a delay in dispensing medication to patients, but the user managed to retrieve the medication from another station. However, there were no adverse events or injuries reported based on this event.